Event description:
Insert of triathlon cr knee exchanged for infection. On explanation it has been reported by the surgeon that the insert has a yellow discoloration on front & backsides.

Manufacturer narrative:
The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-700, triathlon prim cem fxd bplt #7, lot code: smcjd. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Based on photographs provided, the insert shows a yellowish colour in both compartments on both the superior and inferior surfaces. Possible explantation damage is noted. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon cr insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
Insert of triathlon cr knee exchanged for infection. On explanation it has been reported by the surgeon that the insert has a yellow discoloration on front & backsides.